Event description:
Home care nurse flushed the line with slight resistance. While changing the dressing and connector, the catheter broke below the hub. The catheter was removed without surgical intervention.